Event description:
The doctor reported the implant was removed due to osseointegration failure, six months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. Local infection, bone resorption and peri-implantitis were observed during the implant removal surgery. The patient has since recovered.